Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump had a blank display. The blood glucose level was 416 mg/dl. Customer stated that the display did not return after insulin pump restart. The product will return for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).